Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) catheter leaked to the cs300 intra-aortic balloon pump (iabp). Therapy was discontinued without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d4 (version or model, catalog and UDI) at this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a